Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. No further information is available at this time. A supplemental report will be submitted when the manufacturer' s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient started having low flow and low speed alarms when placed on the power module. The alarms resolved on battery power. The patient stayed on battery power until the patient tried again the next day with the same alarms. The patient arrived to clinic and the hospital attempted to place the patient on the power module where same alarms occurred and the patient's pump stopped. The patient was not symptomatic, but immediately placed back on battery power. The system controller was exchanged with no complications. When the hospital attempted to connect the new controller to the power module, the pump stopped again. The patient was placed on an ungrounded patient cable with no alarms and the pump parameters were normal. No obvious damage or exposure.